Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with rebound light sensitivity after discontinuing steroid drops at two week photorefractive keratectomy post-operative visit. Additional info from reporter indicated the pt's topical steroid dosage was increased. Additional info has been requested. This report captures the left eye an additional report will be opened to capture the right eye.